Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the clamp on the ultrasonic surgical device pliers burned and came loose, rendering the pliers unusable. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, a probable root cause was determined to be the tissue pad peeling off, deformed, split,cut and torn. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.